Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient had been experiencing phrenic nerve stimulation since the night of the implant. It was also noted that during the implant procedure, only a single lv lead vector was identified to not have stimulation. Noise was also observed on the right ventricular (rv) lead during isometrics. It was noted that the noise was likely a result of myopotentials. Reprogramming was done, and both the lv lead and the rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.